Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the day after being implanted, the implantable cardiac monitor (icm) detected false pause episodes. It was further reported that the device was undersensing r-waves and exhibited loss of contact. The device remains in use. No patient complications have been reported as a result of this event.